Event description:
It was reported that the pump touch screen had colorful bars covering the display. Customer's blood glucose was 45 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.